Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The event of a ipg migration was reported to abbott. The device was sticking out of patient's back and causing pain. Surgical intervention was taken where the ipg was explanted and replaced. There were no complications and therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that the patient experienced pain due to the ipg sticking out of the patient's back due to migration. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.